Manufacturer narrative:
(B)(4). No devices received, log review only. The customer has requested an event log review. The event logs have been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.

Event description:
The customer reported a unit of packed red blood cells infused too fast. The blood was set up as a primary intended to infuse at 150 cc/hr and was programmed for a duration of 2 hours, but after 1 hour and 15 minutes the blood had completely infused. Total volume in the blood bag was not provided. The system was inspected adn tested by the facility biomed who found the rate accuracy within spec. There was no report of pt hard or medical intervention. Although requested, no add'l info was provided. MFR's report number: 2016493-2014-00244. MFR's report date: 05/16/2014. (B)(4).